Event description:
It was reported the catheter was never implanted because during implant it was felt the pump connector did not connect properly. The system was being used to deliver morphine. The patient status at the time of the report was ¿alive- no injury.¿ there were no patient symptoms or complications associated with the event. It was later reported the cause of the issue was not determined. It was reported on (B)(6) 2014 that there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4). Analysis of the catheter serial number (B)(4) found difficulty with the sc connector led to explant. It was reported that analysis found a tear in the seal material near the guide ring. It was noted by analysis that there was slight damage seen on one of the retaining ring fingers and a indent was caused by the suture.